Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited too much slack causing a fixation issue. It was also noted that the right ventricular (rv) lead was inadequately secured, resulting in the lead  being pulled back. As parameters on both pacing leads were within parameters, slacks on both pacing leads were adjusted. No further patient complications have been reported as a result of this event.